Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive. The customer's blood glucose level was reported to be above 600 mg/dl with ketones. Manual injections of insulin were delivered and another pump will be used for alternate insulin therapy.